Event description:
It was reported that the tendon broke when it was being pulled into the femoral tunnel with a hernia plate. No significant delay or patient injury reported.

Manufacturer narrative:
One 20mm endobutton cl was returned for evaluation. Visual assessment of the device shows the cl has been cut. The condition of the cl indicates it was cut free from the tendon after the reported failure of the tendon.